Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the insulin pump had a lot of scratches and was crack on the top right corner. The customer reported that the infusion set had punctured during the delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment or partial display anomaly during test. Device received with cracked case display window corner. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. (B)(4).